Manufacturer narrative:
On (B)(6) 2017 - we have requested the device be returned to the manufacturer. To date we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer claims to have received a burn on her left arm. The consumer claims that controller on the product was too hot and caused the burn. No medical attention was received.